Event description:
Reporter indicated that the site was having problems with the handheld. Additionally, reporter revealed that, "the screen freezes every time a 103 is interrogated." Additionally, handheld and the flashcard have been received back by the manufacturer, and analysis is currently being performed on the products.